Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that this was a tsa (total shoulder arthroplasty) treating left humeral fracture on (B)(6) 2020. The surgeon placed the positioning plate (230787003) to the scapular joint as per surgical technique. But s/he was unable to insert a guide pin (230787004) into the central hole of the positioning plate in question. The surgeon manually inserted the guide pin into the joint and completed the procedure less than 30-minute surgical delay. There was no harm to the patient. The device was the first use when the issue occurred.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees caused or contributed to the potential event described in this report. The previous concomitant products reported are being retracted since they were reported in error. Patient code: no code available ((B)(4)) used to capture the surgery prolonged and insufficient information.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # : pc-(B)(4). Investigation summary : the complaint was received into the company with the following comment: it was reported that this was a tsa (total shoulder arthroplasty) treating left humeral fracture on (B)(6) 2020. The surgeon placed the positioning plate (230787003) to the scapular joint as per surgical technique. But s/he was unable to insert a guide pin (230787004) into the central hole of the positioning plate in question. The surgeon manually inserted the guide pin into the joint and completed the procedure less than 30-minute surgical delay. There was no harm to the patient. The device was the first use when the issue occurred. The products were returned and were forwarded onto the supplier for examination. In order to determine if a lot related issue was possible, a worldwide complaint database search was performed. A worldwide complaint database search found no additional related reports against the provided product code/lot code combination(s). The suppliers report summarised: the DHR analysis of the batch returned show an initial conformance of this product with regards to its specification. For this batch, there was no deviation or non-conformance. The visual analysis of the returned product shows a deterioration in the central hole ø2.7. This deterioration was probably provoked by the spindle during the use of the product. Damage, marks at the entrance and exit of the ø2.7 hole. Pinning of the spindle which caused a bead of material and a reduction in the passage of the spindle. The product was initially in conformity. The non-functionality of the instrument is due to the deterioration of the hole. This analysis has not highlighted any supplier defect: the need of corrective actions is not indicated. It is stated that this was the first time the product had been used. However the lot number identified the product as five years old. The damage causing the products not to assemble was consistent with wear and tear. The full supplier report has been attached for reference. No information received with this individual complaint indicated that a broader investigation or corrective action was necessary. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Update (B)(6) 2021: product was investigated at leeds and returned to the warsaw site to be place into secure storage. No further investigational input is necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). Where the product and lot code was provided, a manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : the complaint was received into the company with the following comment: it was reported that this was a tsa (total shoulder arthroplasty) treating left humeral fracture on (B)(6) 2020. The surgeon placed the positioning plate (230787003) to the scapular joint as per surgical technique. But s/he was unable to insert a guide pin (230787004) into the central hole of the positioning plate in question. The surgeon manually inserted the guide pin into the joint and completed the procedure less than 30-minute surgical delay. There was no harm to the patient. The device was the first use when the issue occurred. The products were returned and were forwarded onto the supplier for examination. In order to determine if a lot related issue was possible, a worldwide complaint database search was performed. A worldwide complaint database search found no additional related reports against the provided product code/lot code combination(s). The suppliers report summarised: the DHR analysis of the batch returned show an initial conformance of this product with regards to its specification. For this batch, there was no deviation or non-conformance. The visual analysis of the returned product shows a deterioration in the central hole ø2.7. This deterioration was probably provoked by the spindle during the use of the product. Damage, marks at the entrance and exit of the ø2.7 hole. Pinning of the spindle which caused a bead of material and a reduction in the passage of the spindle. The product was initially in conformity. The non-functionality of the instrument is due to the deterioration of the hole. This analysis has not highlighted any supplier defect: the need of corrective actions is not indicated. It is stated that this was the first time the product had been used. However the lot number identified the product as five years old. The damage causing the products not to assemble was consistent with wear and tear. The full supplier report has been attached for reference. No information received with this individual complaint indicated that a broader investigation or corrective action was necessary. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.